Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of leakage at cannula on (B)(6) 2025. The infusion set was used for two days. Also, the issue occurred with one infusion set. No further information available.

Manufacturer narrative:
E1: ptient's city: (B)(6). Patient's country: canada.